Event description:
System will not boot up. System has been out of service for 2 weeks. No patients have been injured. Since, system has been non-operational.

Manufacturer narrative:
A ge service representative investigated the issue, and found a failing cpu that was removed and replaced with associated components to restore proper function. The system was tested, found to be operating as intended and released to the customer for use. No patient injury was reported due to this issue.